Event description:
It was reported that the device failed its self-test during routine testing. There was no pt associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed that it failed its self-test. Physio replaced the therapy and system controller pcba's and a pcba interconnect cable and then observed proper operation through functional and performance testing. The device was returned to the customer for use.